Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated that they got into the hot tub with the insulin pump and ran out button error as no button was working. Customer also stated that esc button and act button was not responding to clear an alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.